Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-01294.

Manufacturer narrative:
The investigation is in progress. Once completed, an MDR supplemental report will be filed.